Manufacturer narrative:
The information provided in the pt weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up in the morning with a low blood glucose level of 39 mg/dl. They ate breakfast and their blood glucose went up to 90 mg/dl. The customer's current blood glucose level was 208 mg/dl. Troubleshooting was performed. The customer was advised to monitor the insulin pump and their blood glucose. The device will not be returned for analysis.